Event description:
As reported by the user facility: "patient undergoing insertion of a pulmonary artery catheter via pci. Guidewire in place, introducer needle had been removed. During dilator insertion, inner core of guidewire broke. Outer part of guidewire was removed, but attempts to remove inner core fragment unsuccessful. Patient transferred for removal of remaining fragment. No informaiton available at this time on condition of patient."